Event description:
Getinge became aware of an issue with one of our mobile table 143302b0 - yuno 2 EU with autodrive. As it was stated, the table became stuck in a raised position during the procedure. The patient was safely transferred from the elevated table to a recovery bed without incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table as required during surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6) hospital. E1 event site postal code: (B)(6).